Event description:
The customer reported erroneous white blood cells (wbc) test results were obtained for a single patient while using the coulter lh 500 hematology analyzer. The customer expected a lower wbc count with a cellular interference flag. A manual count was reviewed confirming lower wbc test results which are believed correct. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Sample collection and storage information was not provided. The sample was aspirated in complete blood count/differential manual mode. Controls are run every morning and controls were run before and after this incident within acceptable limits. Per beckman coulter inc. Labeling: there may be situations where the presence of a rare event cell may fail to trigger a suspect message. System sensitivity increases when appropriately set suspect messages are used in combination with laboratory-defined definitive messages, action value flags, and critical value flags. In addition, complete review of the peripheral smear, regardless of the nature of the flag, code, or message, will minimize false negatives. The field service engineer (fse) states that no instrument problems were observed. The unit is performing within quality control specifications with respect to controls accuracy and reproducibility (precision). Raw data analysis indicated the white blood cells (wbc) histogram did show an interference pattern with a debris population on the front. There is clear separation between the debris and lymph. The instrument was running with lh series reagent. The calculated debris percent in this case is 6.4%, which is not significant to trigger cellular interference flag. The root cause based on raw data analysis is that the sample was not significantly abnormal to trigger cellular interference flagging. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.